Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging short of breath, there was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.   Powered up the device and confirmed airflow using a known good power supply and power cord. During review of the error logs, manufacturer determined that the device was likely reset prior to manufacturer receipt due to the machine having 1230.8 hours and 0 blower and therapy hours. There were no errors logged and care orchestrator data was not available for download. Internal investigation found an unknown dust contaminant on the top enclosure, rear panel, ui panel, during the investigation,manufacturer observed an unknown dust contaminant inside the air inlet of the blower box, on the blower box, rear panel, bottom enclosure, blower, and blower seal. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.